Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving compounded baclofen (concentration and dose unknown) via an implantable infusion pump. Patient medical history includes multiple sclerosis. On (B)(6) 2013 the patient had a catheter replacement. The reporter did not know why the catheter was revised. Patient symptoms were unknown. The patient was put on oral baclofen. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.